Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, dyspareunia, other injuries and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was overwhelming pneumonia, metastatic bladder cancer, bladder cancer and severe advanced multiple sclerosis.

Manufacturer narrative:
This was initially submitted on summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.